Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 537 mg/dl. The pump supplies were changed and correction boluses were delivered. Elevated bg did not resolve. The customer suspected that the pump basal setting was inaccurate and there was an issue with the pump/supplies. However, insulin was observed exiting the tubing/cannula. The customer was hospitalized and an insulin pen was administered. The customer was discharged the same day with a migraine. The elevated bg resolved.